Manufacturer narrative:
The insulin pump had failed self test alarm during self test due to faulty board. Analysis was unable to verify lost sensor alarm due to a failed self test alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a failed self test alarm during self test. The customer's blood glucose was 170 mg/dl at the time of incident. The insulin pump will be returned for analysis.